Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 10 atm for 30 seconds. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.